Event description:
Medtronic received a report that a solitaire fr would not detach. The patient was undergoing surgery for treatment of an acute large vessel occlusion. Vessel tortuosity was normal and the stroke onset to reperfusion time was 4 hours. It was reported that acute thrombosis with stenosis of the middle cerebral artery. After completion of thrombectomy, the stent was intended to be deployed at the stenotic segment. Three attempts at detachment were unsuccessful, and the device was withdrawn from the body. All devices were prepared as indicated in the IFU and no patient complications were associated with this event. Additional information was received reporting that the cause of the non-detachment was not determined.

Manufacturer narrative:
H3: product analysis. Equipment used: video inspection system (m-81805), 203cm ruler (m-83360). As found condition: the solitaire fr stent device was returned for analysis within a clear, sealed biohazard plastic pouch and inside a shipping box. Damaged location details: the solitaire fr stent working and non-working length struts were in good condition. No irregularities were found outside the solitaire fr proximal marker. The solitaire fr marker coil was observed to be pulled back, kinked at ~3.5 cm to ~6.0 cm, and stretched at ~6.7 cm from the distal tip. The solitaire fr pusher was found to be broken at the buffer weld. No other anomalies were found. ¿testing/analysis: the returned solitaire fr stent device underwent continuity testing. The pusher was broken at the buffer weld, so the solitaire fr stent and detachment wire were electrically isolated. Because of its damaged condition, the solitaire fr could not be used for detachment testing. External testing: the solitaire fr pusher broken end was sent out for scanning electron microscopy (sem) failure analysis. The scanning electron microscopy (sem) test results indicate that the broken end failed via torsional overload. Conclusion: based on the reported information and device analysis, the customer¿s ¿non-detachment¿ report was confirmed. The solitaire fr stent was returned still attached to the pusher. The solitaire fr pusher was found broken at the buffer weld, which is likely the cause of the reported non-detachment. The broken end of the returned solitaire fr pusher failed due to torsional overload, likely caused by over-manipulation and twisting. The reported stenosis could have contributed to the broken solitaire fr pusher and marker coil damage (kinked/stretched). However, the root cause of the damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.